Manufacturer narrative:
Correction: b5 (description), d1 (brand name), e1 (country), and d4 (serial number) provided in correspondence log.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen with coolsculpting to the l abdomen with the advantage coolcore applicator in (B)(6) 2016 and (B)(6) 2017, may have developed paradoxical hyperplasia (pah/ph) after treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen in (B)(6) 2016, (B)(6) 2017, and (B)(6) 2017 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2016, (B)(6) 2017, and (B)(6) 2021 using the cooladvantage coolcore system applicator, who presented with paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected data: correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/26/2023.